Event description:
It was reported that the pump was not charging. There was not reported adverse impact to customer's blood glucose. After leaving pump charging in a power source, the issue resolved itself.